Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. The pump was inspected and powered up, and it was vibrating and shaking. Further investigation of the pump determined that the microprocessor board was defective and is the root cause of the reported issue. Service will replace the microprocessor board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump vibrated, stopped working and displayed no error code. Subsequently, the patient switched to back up pump. No patient consequences were reported. No adverse effects were reported.